Manufacturer narrative:
(This follow-up MDR was mailed to the FDA on 1/13/98).

Event description:
The iab leaked during insertion. Blood was noted back into the pump. The iab was removed and a second was inserted without any problems. On 12/15/97, the following info was reported to datascope: the iab was inserted into the pt during an open chest procedure. The pt had thrombocytopenia and was very unstable. After iabp for seven hrs, blood was noted in the tubing and the iab was removed. There was no reported pt injury or complication as a result of the event. The pt expired on 10/3/97. [Event complications]: unk-reported 10/2/97; none-reported 12/15/97. [Pt's current status]: expired-rpt'd 12/15/97.